Event description:
It was reported that this right ventricular lead exhibited oversensing and pacing inhibition of over two seconds on the right ventricular channel. Reprograming and a potential defibrillation threshold (dft) test was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited oversensing and pacing inhibition of over two seconds on the right ventricular channel. Reprograming and a potential defibrillation threshold (dft) test was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a dft was performed. Reprograming of the device and potential lead revision were discussed.